Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump gave a no cartridge detected alarm and the pump pushed all the insulin out of the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box history was reviewed and showed several no cartridge detected and loss of prime warnings due to zero force on the reported failure date. The pump powered on and displayed the verify screen. The rewind, load and prime steps were performed successfully with no ¿load step malfunction¿ warning duplicated during testing. The force sensor calibration and force sensor resistance were within the specifications. The pump was opened and inspected and moisture corrosion was found to the force sensor circuit; corrosion was observed on the force sensor flex pins, printed circuit board sockets, force sensor plate, and on the electrical components on the printed circuit board.